Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing low blood glucose and had software error detected error. Blood glucose level at the time of the incident was 50 mg/dl and 40 mg/dl. Customer declined troubleshooting for low blood glucose. Customer stated auto mode was active at the time of incident. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer performed self-test and it was pass. The insulin pump will not be returned for analysis.